Event description:
It was reported that after a normal preparation the iol (intraocular lens) was implanted into the eye without issues when the eye surgeon saw a little scratch/ dent on the top left. The surgeon does not think that this will affect the patients visual outcome. No additional information was provided. The emdr report is for the second lens. Separate MDR reports will be submitted for the other two lenses.

Manufacturer narrative:
Pt info: information unknown/ not provided. Explant date: lens remains implanted, therefor not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.